Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was kinked approximately 1.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the 5max ace was kinked at the strain relief. This type of damage typically occurs due to improper handling during removal from the packaging hoop. If the device is forcefully retracted at an angle during removal from its packaging hoop, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute-stage cerebral infarction (occluded m1 segment of the middle cerebral artery (mca)) using a penumbra system 5max ace reperfusion catheter (5max ace). During the procedure, post carotid artery stenting (cas) and prior to use, the physician noticed that the 5max ace was kinked at the stain relief upon removal from the packaging. The damaged 5max ace was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new 5max ace.